Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a scanner issue. A field service engineer confirmed that the scanner was replaced, and the issue was resolved. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had a scanner failure. The customer reported that the scanner did not scan, and the problem existed even after rebooting the station. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.